Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had blown up. The customer's insulin pump stopped working and was alarming button error. The customer's blood glucose was unknown. While troubleshooting the issue, the customer stated that they did not recall any significant events prior to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.